Event description:
It was reported that the patient was scheduled for a kidney procedure, and the anesthesiologist noticed that the ventricle was not capturing during magnet mode. The kidney procedure was cancelled and the field representative was called to check the device. It was noted there was high impedance, high threshold, and lead warning was triggered. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.